Event description:
Battery cap would not screw into pump during patient education session. No other information available. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: (B)(6).